Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported that slitting (cutting) of the lds2 delivery system is very difficult. The issue is associated to the first few centimeters of the device, since it is difficult to cut, then suddenly it becomes easier. Dislodgement of the associated lv lead occurred due to this, which resulted in extension of the implant procedure by 1 additional hour.